Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated the same issue previously documented. Patient stated "software problem cannot continue please call medtronic (1-intellis, 2-3.6, 3-243, 4-qf_port)" appeared on the controller after being unresponsive. Agent reviewed the information and sent a request to repair to replace the controller.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that the called the patient and technical services(pats) and they did troubleshooting which resolved the issue ini tially, but later issue reoccurred and patient contacted pats again and they sent out a controller replacement for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient states for about a month or so and getting steadily worse, the pt has been having trouble when trying to charge the implantable neurostimulator (ins). Pt states the controller will be at 100% and will be charging the ins which is a 0% and the controller will go to completely depleted but the ins will only be at 30%. Pt states it takes a long time for the controller to find the ins and then it takes a long time to charge the ins. Pt states while they are trying to charge the ins the controller will stop and show "can not continue call mdt" but pt has no idea what the code was or if any further information was on the screen. Agent had pt remove the bp and confirm they see no visual damage to the bp, controller, connector/pins. Agent had pt wipe all connector/pins and blow into the port of the controller. Agent had pt plug the controller into the ac power cord and the controller powered on. Agent had pt put the battery pack back into the controller and pt states they have to correct the time and date. Agent had pt confirm they see no visual damage to the recharger. Agent had pt wipe the recharger connector pins and blow into the port of the controller. Pt was able to start a charging session, pt is currently charging at excellent. Pt states the controller is showing 20% and the ins is at 40%. Pt will charge the controller and then will charge the ins and monitor the battery level of the controller/ins. Pt will call back if they need further assistance.